Event description:
I have been reacting to everything for over 2 years. It started out with a reaction to a 3-month infusion of boniva in 2007, which put me into atrial fib and then altered my immune system to where I had chlamydia pneumonia and was on antibiotics for a year and a sore throat for another 6 mos. Thought I was getting better, but everytime I had a test of any kind -MRI's, arteriogram, tooth pulled- or an infection I would get a heightened reaction of my symptoms which consisted of migrating pain especially in legs, accompanying by belching with each pain felt, headache, dizzyness, weakness, and feelings of collapse. The same month, my eyes began to feel miserable with headache across top of head. That's when I began to suspect the implanted lens. I went to the environmental clinic approx five months later, and was tested to the components in these lens -acrysof iq from alcon labs- and was found to be highly allergic to methacrylate. The problem is the lens which need to be sent to environment health clinic to have a serum made up which I would be given to desensitize me to methacrylate. They need FDA approval. Please help! Implanted: 2006. Dates of use: still implanted. Diagnosis or reason for use: cataract surgery.